Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink at 14.4cm and 16.8cm distal from the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilation. However, during procedure, the balloon was found torn. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that on the second inflation at over 20 atmospheres for 3 to 5 seconds, the balloon ruptured. The device was completely removed from the patient's body.

Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilation. However, during procedure, the balloon was found torn. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that on the second inflation at over 20 atmospheres for 3 to 5 seconds, the balloon ruptured. The device was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilation. However, during procedure, the balloon was found torn. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.